Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient wasn't feeling well today and they were taking all of their medications. The patient programmer showed ins was on/ok. This was reported as a sudden change in therapy/symptoms. No further complications were reported as a result of this event.